Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
It was reported by our affiliate that the customer reports the separation of the metallic part located at the electrode extremity during a shoulder arthroscopy. There was a surgical delay of 25 minutes. Incision size increase to get the metallic fragment back.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Additional informatoin: the exp date was reported as unknown in the initial report and has been updated as 9/30/2020. Therefore, UDI: (B)(4). Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.